Event description:
During a living donor nephrectomy, the surgeon was not able to open the stapler after one use. One artery had already been stapled causing a delay in removing the kidney with partial ischemia time initiated. A new stapler obtained, without issues.

Event description:
During a living donor nephrectomy, the surgeon was not able to open the stapler after one use. One artery had already been stapled causing a delay in removing the kidney with partial ischemia time initiated. A new stapler obtained, without issues.